Event description:
During several shoulder scope procedures (dates unknown), using a full radius bl 4.5mm, dspl., ep-1, it was reported that the blades shed into the joint. The surgeon removed most of the debris, but was unable to remove all of the pieces. There were no reports of patient injuries or complications. Exact case and patient information is unavailable.

Manufacturer narrative:
(B)(4).